Event description:
It was reported that tip of reamer broke off during use. Fractured portion of instrument was retrieved and a larger size reamer was used to complete total knee arthroplasty. Date of the incident has not been confirmed.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of the device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. During telephone conversation with user facility, risk manager relayed that event did not cause pt injury and no user facility medwatch report will be submitted. H6 - examination of returned instrument found evidence of fracture due to fatigue-bending overload.